Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B) (4) the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. No anomalies found.

Event description:
It was reported that "patient thinks he is getting shocked". This experience was sudden, subsequently the patient went to the emergency room. It was noted that the stimulation was not related to pacing. The company representative can feel a "tingling" when "it" touches the pocket. The patient alert works. Discussion was made of the possibility of device moving in the pocket and hitting a nerve. The device is in use. No patient complications have been reported as a result of this event.